Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 4 of 4 MDR's filed for the same patient (reference 1825034-2016-01700 / 01701 & 04693 / 04394).

Event description:
It was reported that during a hip revision procedure, the femoral head was found to be cold welded to the femoral stem. The head could not be removed, resulting in the removal of the stem.